Manufacturer narrative:
The device evaluation is now complete. Correction is being made to initial reporter email, facility, and MDR report number. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, b5, e1, e2, e3, g1, g2, g3, g6, h2, h3, h6, and h10. MDR report number should be 3003790304 - 2021 ¿ 14605 and not 8010047 - 2021 ¿ 14605 device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. No deviation or rework was required. An investigation by the original equipment maufacturer (OEM) was performed. The OEM concluded that the root cause of this fiber failure is likely to be user handling of the product as the fiber passed all final acceptance tests.

Event description:
Additional information received on (B)(6) 2021: event happened before procedure when the patient was prepared for surgery. The intended procedure was therapeutic laser lithotripsy of a renal stone, which was completed with no issues.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported by the customer, after opening the device, it was noted that there was no tip on the fiber; the distal end was missing. The packaging of the device had no damage. The customer did not use this device because of the damage. There is no reported harm to any patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacture date of the device.